Event description:
Info received indicates the head section of the bed is drifting down.

Manufacturer narrative:
The tech found the CPR cable was too tight which caused the head section to drift down when raised all the way up. The tech adjusted the CPR handle cable to repair the bed.